Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that after mesh implantation, the patient experienced stress urinary incontinence, urinary urge incontinence with urinary leakage, hip pain bilaterally, abdominal pain, back pain, pain during intercourse, anxiety and depression. It was reported the patient underwent hysterectomy [six months after mesh was implanted]. No additional information was provided. (B)(4).